Manufacturer narrative:
Pending evaluation. Concomitant medical device: nv gxl liner neutral (cn: 130-36-52, sn: (B)(4)); 12/14 biolox femoral 36mm +0 (cn: 140-36-00, sn: (B)(4).

Event description:
As reported, approximately 4.5 years post the initial implant of right hip, a (B)(6) y/o female patient complained of hip pain and was revised due to the stem was loose. The surgeon retained the cup, replaced the liner, and removed the stem. The liner was replaced with another exactech liner. The stem was removed and a competitive revision stem was utilized. Patient was last known to be in stable condition following the event. Discarded at time of surgery.

Manufacturer narrative:
Section h10: (h3): the evaluation noted in the revision reported was likely the result of insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral stem. However, this cannot be confirmed because the component was not returned for evaluation. Section (d11) concomitant device: nv gxl liner neutral (cn: 130-36-52, sn: (B)(6). 12/14 biolox femoral 36mm +0 (cn: 140-36-00, sn: (B)(6). The following section(s) have additional info; d4 (serial number, and exp date). Section h11: corrections made in the following section(s): (d4) serial number, and expiration date). (D11) concomitant devices. (H4) manufactured date.